Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer also reported the insulin pump would turn off when insulin delivery was at the halfway point. The customer also reported they would take the insulin out and the insulin pump would continue to deliver a bolus without the reservoir present. Customer also reported they were able to resolve the no delivery alarm with a complete set change. Customer's blood glucose was 137 mg/dl. The customer agreed to return the insulin pump for analysis.